Event description:
A customer reported 4193 (2000 only) y-axis cup transfer z-axis home overrun error on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to reboot the analyzer, but the error recurred. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error log. The fse inspected the y axis on the cup transfer assembly and identified there were test cups starting to build up in the waste chute due to being stuck on the dried serum. The fse removed the waste chute and cleaned all of the dried serum from the sides and on the bottom part of the chute. The fse verified the analyzer by loading cups and visually observing the analyzer discarding them with no jams. The fse then validated the analyzer by running quality control (qc) with results within acceptable range and no error recurring. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages states the following: [4193] y-axis cup transfer z-axis home overrun. Cause : the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a dust or dirt problem, cause traced to maintenance.